Event description:
The patient contacted baxter's technical service center regarding being unsure if he drained all his initial drain out, which occurred on the homechoice (hc) during use, during dwell. The last fill volume equaled 100ml. The initial drain volume equaled 24ml. The initial drain alarm equaled 0ml. The technical service representative (tsr) assisted the patient with bypassing the dwell to drain 1 of 4. The dwell time left equaled 0 minutes. The tsr then assisted the patient to press enter so that he could drain out. On (B)(6) 2012, the patient called technical service center back and stated he called in earlier for assistance with a manual drain and drained 4010ml. The programmed total volume equaled 10000ml. The fill volume equaled 2000ml. The last fill volume equaled 100ml. The patient performed an off cycler manual exchange with a fill volume of 2000ml. This complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware that the patient drained 4010ml and that the patient's programming was adjusted. The rn stated since then the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.